Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the device was not returned for evaluation, and no details on the loss of renal function were provided by the secondhand reporting source. Therefore, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
A physician reported to olympus that a discussion among group of physicians took place regarding stock settings on the thulium being high enough that a urologist can cook a kidney or ureter without realizing the risk inherent. Another physician reported that patients resulted in significant reduction or complete loss of kidney function. Patient identifiers: (B)(6) - powered laser surgical instrument for patient 1 of 2 (B)(6) - fiber for patient 1 of 2. (B)(6) - powered laser surgical instrument for patient 2 of 2 (B)(6) - fiber for patient 2 of 2. This report is for (B)(6) .

Manufacturer narrative:
This device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.